Event description:
Ligaclips fired by surgeon: clips not closing across vessel completely to occlude. Fired multiple clips and none fired closed correctly.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.